Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that low audio output occurred. On the day of the event one of the nurses that works in the patient¿s residence, noticed that the patient was not feeling well. A heart test was done and a fingerstick was taken (no cgm or blood glucose reported from that moment), and the patient was treated with 4 units of novorapid. After this the nurse left, later that day when the patient was walking, he felt dehydrated and dizzy. When the reporter came home and saw the patient, an ambulance was called. It was not known when the patient or the reporter became aware of the hyperglycemic event and when the fingerstick was taken, but the reporter stated that the patient could not hear the high alert, which led to the patient having high ketones and needing hospitalization. When the paramedics arrived, the patient was taken to the hospital. There is no information available regarding what treatment the patient received in the hospital, but it was stated that the patient was admitted in the hospital for 2 days. When a fingerstick was taken during the event, the cgm was reading high, and the blood glucose reading was 30.1 mmol/l. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.